Event description:
The patient's meter was set to the incorrect unit of measurement. The patient reported a result in n "8.0". He interpreted the result as 80 mg/dl. He ate candy and went to the physician's office. His blood glucose was tested and the physician reported that his blood glucose was fine. The patient did not receive any medical treatment. The patient was also using expired test strips at the time. The meter was previously set to the correct unit of measurement and he had not made any changes in the settings mode. This case is being reported as a malfunction because the patient does not recall entering the set-up mode to make changes to the unit of measurement. There is no evidence of the meter contributing to a serious injury. The result obtained on his meter, when converted tomg/dl, read 144 mg/dl, which is not considered a serious injury. A replacement meter is being sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.